Event description:
The user facility reported to terumo cardiovascular systems, that during endoscopic vein harvesting, the endoscope had poor picture quality. The product was not changed out. There was no pt injury. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).